Event description:
It was reported that during implant procedure loss of capture was observed on the device. The device was replaced. There's no adverse consequence reported of the patient.

Manufacturer narrative:
The device was tested on the bench and using automated testing equipment, and no anomalies were found.